Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that they had pump error alarm and they were unable to clear alarm. Customer stated that they had keypad anomaly and stuck button alarm and screen went blank and was exposed to moisture and was beeping. The customer was assisted with troubleshooting and display was returned back. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. Customer complained on 06/21/2022 the insulin pump alarmed stuck button alarm and pump error 49 after moisture exposure. Complained the display went blank after moisture exposure. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No stuck button alarm, pump error 49 or blank display noted during testing. Device successfully downloaded to thus. Insulin pump trace download analysis confirmed the insulin pump alarmed pump error 49 on 06/21/2022 00:35:46.000 and low battery alert on 06/20/2022 17:28:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed pump error 49 and low battery alert were triggered due to moisture damage to the pcb1 board and pcb2 board. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. No stuck button alarm noted in the insulin pump history download. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button alarm, pump error 49 or blank display noted during testing. Confirmed no stuck button alarm noted in the insulin pump history download. Confirmed pump error 49 and low battery alert were triggered due to moisture damage to the pcb1 board and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.